Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period information contained in this report was previously submitted through psr on 23/jul/2015 and 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified brown particles on the shell of the device, creases, dark patch material inside the device, and a curved opening on the radius. Weight test of the device noted it to be underweight. Mechanical testing noted a surgical impact opening. Microanalysis noted a non- penetrating nick on the shell of the device and noted a wear abrasion. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports right side device removal due to "intracapsular rupture" and capsular contracture baker grade ii. The device has been explanted.